Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer blood leak occurred approximately ten minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed leaking from under the header cap on the venous end of the dialyzer. The machine, a fresenius 2008t, did not alarm. Blood test strips were not used. Fresenius bloodlines were used for the treatment. There was no reported damage identified near the location of the leak, and no visible damage was found elsewhere. After the blood leak was observed, lines were clamped and some of the patient¿s blood was returned. The estimated blood loss (ebl) was approximately 150 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient successfully completed treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for a physical evaluation as it was reportedly discarded.